Manufacturer narrative:
Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Customer was diagnosed diabetes ketoacidosis. Customer was admitted to ICU for one day. Customer was wearing the insulin pump at the time of the hospitalization. The insulin pump was removed at the hospital and the infusion set was not inserted in the body. Nothing further reported.

Event description:
Customer reported being hospitalized two weeks ago due to high blood glucose issues. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.